Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to technical support that the 2008t blood pump rotor cut the blood pump tubing segment and a minimal amount of blood was lost. The bmt was requesting for a replacement blood pump rotor. The guide pin covers were loose. Upon follow-up, the bmt confirmed the reported event and stated during a patient's hemodialysis (hd) treatment the blood pump rotor guide post pin sleeves were loose and cut and cut a hole in the blood pump tubing line. The bmt stated treatment was immediately stopped when the blood leak was observed and the patient's blood was not returned. The bmt stated the machine remains out of service pending receipt and replacement of the blood pump rotor. Per bmt the rotor was original to the machine and the machine. The bmt stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt stated the blood leak was minimal and the estimated blood loss (ebl) was unknown. Immediately following the event, it was unknown if the patient was switched over to a different machine to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The machine had approximately 10,000 hours. The bmt stated the component was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported to technical support that the 2008t blood pump rotor cut the blood pump tubing segment and a minimal amount of blood was lost. The bmt was requesting for a replacement blood pump rotor. The guide pin covers were loose. Upon follow-up, the bmt confirmed the reported event and stated during a patient's hemodialysis (hd) treatment the blood pump rotor guide post pin sleeves were loose and cut and cut a hole in the blood pump tubing line. The bmt stated treatment was immediately stopped when the blood leak was observed and the patient's blood was not returned. The bmt stated the machine remains out of service pending receipt and replacement of the blood pump rotor. Per bmt the rotor was original to the machine and the machine. The bmt stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt stated the blood leak was minimal and the estimated blood loss (ebl) was unknown. Immediately following the event, it was unknown if the patient was switched over to a different machine to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The machine had approximately 10,000 hours. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.